Event description:
The device was returned for a 12v failure. During startup sequence the pneumatics were making abnormal noises before the pump alarmed out. The pneumatic assembly was swapped with a known good assembly and the error resolved. New logs were pulled indicative of an air compressor failure. The original pneumatics were tested and confirmed the air compressor failure. During internal investigation it was found the retaining plate and the rear cover o ring were damaged as well.

Event description:
The following has been reported: biomed reported: pump serial number: (B)(6) giving a red pump problem message. Unknown if any patient involvement. Unknown if active infusion. Reported to me on (B)(6) 2025 @ 1438 stating "red alarm pump problem." A preliminary review identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.